Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the treatment of acute ischemic stroke (ais), when physician tried to inflate the balloon in the carotid, the balloon was ruptured and leak was observed from the tip of the catheter. The procedure was completed with a new same device. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However; information from the complaint indicated that the device was confirmed to be in good condition prior to use and the device was prepared per the direction for use (dfu). There was no resistance met advancing the guidewire through the device and no resistance was met during initial advancement of the device within the patient's anatomy. The continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during the treatment of acute ischemic stroke (ais), when physician tried to inflate the balloon in the carotid, the balloon was ruptured and leak was observed from the tip of the catheter. The procedure was completed with a new same device. There was no clinical consequence to the patient due to the reported event.